Manufacturer narrative:
Corrected information: section h10: narrative text. Information received through the japanese tavi registry system indicated the tavr procedure was performed using the transapical approach, not the transfemoral approach as previously reported. This corrected information does not affect the reportability of the event or the information previously submitted.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), valve malposition requiring intervention is a known potential complication the procedure. The procedure was completed off-label (tmvr) in the mitral position instead of the aortic position. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause of the malposition is unknown, however per report, may be due to procedural factors (device manipulation and coaxial alignment) and or the mechanisms described above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through our (B)(6) affiliate, during a transseptal tmvr with a 26mm sapien 3 ultra valve deployed inside a non-edwards surgical valve, the valve landed too ventricular. Per report, the cause for the malposition was due to crossing of the valve with the wire and, coaxial alignment issues. The final position was (0/100) too ventricular. A decision was made to convert the patient to surgery and explant the prothesis and replace the valve with a surgical valve. The patient is stable and was discharged home. There was no difficulty during insertion of the delivery system though the sheath or any withdrawal issues.